Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 541 mg/dl. Customer had dry mouth, headache and tingling in the mouth. They feel ok to troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was 251 mg/dl. Customer current blood glucose level was 367 mg/dl. Customer had 469 mg/dl and 467 mg/dl. Customer reports they have contacted their health care provider regarding the high blood glucose reading. Customer treated their issue with pen from their doctor. Customer did not have leaks or air bubbles. Customer declined to check bolus wizard settings for accuracy. Customer stated that the insulin exited. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed (B)(6) 2018. Product will not be returning for analysis.